Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified calcification, an opening on anterior, crease flat, and yellow particles. Leak test and microscopic analysis were performed which identified a curved striated opening and a curved striated puncture opening. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a curved striated opening due to surgical damage consistent in the use of some surgical tools, and a curved striated puncture opening due to surgical damage-like consistent in the use of some surgical tools.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.